Event description:
This senior medical surveillance specialist reviewed information the patient/layperson gave to a customer care advocate in 2009. The patient alleged that her one touch ultramini meter would not turn on the day before although the battery had recently been replaced. The day prior at 5:30pm, the patient attempted to test; however, the meter would not turn on. Twenty minutes later, when the patient reportedly began sweating, she borrowed her sister's unknown brand meter, result 52 mg/dl. Based upon her symptoms and the result, the patient "ate something." The cca was unable to resolve the alleged power issue. Although the patient did not allege harm, because she developed a symptom that can be attributed to low blood glucose when unable to obtain a result twenty minutes before, the complaint is reported. The cca replaced meter and test strips.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.